Event description:
Patient was in process of urinating with urinal while in the bed. He stated he heard a popping noise then was shocked by the life vest. Blue gummy material noted to left upper chest wall and across bilateral upper back. EKG (electrocardiogram) completed showing sinus tachycardia. Life vest removed from patient. Life vest notified, was told this is normal. Physician noted patient heard warning but was unable to inactivate the vest in time. Patient was alert during time vest gave a warning, but did not press the button to override the shock. Unsure why device shocked patient at this time.